Manufacturer narrative:
(B)(4).

Event description:
It was reported that the implantable neurostimulator (ins) had been acting up for 3 or 4 months. The manufacturer representative (rep) had been working on it. Follow-up determined that the rep had an appointment with the patient on (B)(6) 2015-(B)(6). Further follow-up was performed to determine if any troubleshooting had been performed, if the cause had been determined, if any intervention was required, if the issue was resolved, and if the patient was receiving effective therapy. This event will be updated if additional information is received.

Event description:
Additional information received reported that the manufacturer representative had first found out about this event 2 weeks prior to this report. The patient was reprogrammed and it felt better. Impedances had been checked and all looked fine. The patient was receiving effective therapy and would follow-up as needed. Additional information received reported that there was not a 50% or greater reduction in symptoms and the stimulator was not helping her. The patient had fallen several times over the past several weeks. This was noted to be the cause of the event. It was not sure if it was device related. The patient was reprogrammed and no significant improvement was reported. The physician was maybe going to get an x-ray to determine if the leads had moved. The patient was going to meet with the doctor next. This event will be updated if additional information is received.

Event description:
Additional information received reported the patient had a gradual loss of therapeutic effect. Reprogramming has been performed but it did not help. They noted that they may have to ¿clean up the scar tissue¿ from their surgery because they scar badly. The patient also noted they were charging more than expected. Sometimes, they would charge and it would last 2 weeks and other times it will only last a few days and will ¿drain real fast¿. They don¿t adjust their settings at all. The manufacturer representative noted that the patient was switched to a program that required more energy to run which was causing the battery life to drain quicker, requiring more frequent charging. All impedances were within normal limits.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4) ,product type: programmer, patient. Product ID: 3550-39, lot# n315743, implanted: (B)(6) 2012, product type: accessory. Product ID: 3778-45, serial# (B)(4), implanted: (B)(4) 2012, product type: lead. Product ID: 3778-45, serial# (B)(4) implanted: (B)(6) 2012, explanted: product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. (B)(4).